Event description:
It was reported that the ilet pump housing split in half, consistent with a screen bezel separation on the hardware, while blood glucose remained unaffected and a replacement device was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on health status or need for medical care. Investigation included complaint intake review and user follow-up attempts. Investigation of this device revealed a mechanical enclosure failure of the pump housing consistent with previously observed bezel or housing separation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or material fatigue of the device housing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.